Manufacturer narrative:
Patient information was requested but not provided. The serial number of the device was requested but was not provided, therefore the manufacture date and the age of device are unknown. The patient remains on going with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine log file review, the manufacturer's technical service representative observed a no external power event on (B)(6) 2018 that occurred when the vad was connected to a mobile power unit (mpu). This event could have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During the event, the system controller¿s internal backup battery provided power to the pump as designed. There was no reported adverse impact to the patient as a result of the alarm. Additional information was requested, but not provided.

Manufacturer narrative:
Section a2, a3, b5, d4, h4: additional information. Manufactures investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8400 rpm for the duration of the log file. On (B)(6) 2018 at 6:31:54 pm the log file recorded a no external power alarm when the rsoc dropped from the expected ~12v down to ~4.0v and again to ~2.5v. The system operated on the backup battery (ebb) during this event and there was no interruption in pump function. The alarm each resolved when ac power was restored to the patient¿s mpu. Although a direct cause for the no external power alarm could not be conclusively determined through this evaluation, it appeared to be the result of a loss of ac power to the patient¿s mpu. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history records revealed that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that it was unknown if the mpu power cord came loose from the wall outlet or from the back of the unit as the patient is a poor historian.